Manufacturer narrative:
(B)(4). No conclusion can be drawn from the investigation of the sample. Root cause not determined. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
A customer reported to baxter corporate product surveillance an interlink continu-flo solution set with control-a-flo regulator in which an underinfusion occurred. According to the report, the facility tested the set to ensure proper delivery of the medication with this set, but after setting the control-a-flo regulator to an unknown rate, they found that the set under-delivered the medication by "a large amount". Customer stated that she believes the regulator is not accurate, but did not know by how much. There was no patient involvement, injury, medical intervention or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.